Event description:
It was reported that shaft break occurred. A 2.25 x 20 synergy ii drug-eluting stent was advanced for treatment. However, during insertion, the device broke and was unable to cross the lesion. No patient complciations were reported. It was further reported the target lesion was 80% stenosed and was moderately tortuous and moderately calcified. The break occurred approximately 40cm from the hub. The device was completely removed and the procedure was completed with a non-bsc device.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2020 since there was no date provided. Device is a combination product.

Manufacturer narrative:
Date of event: used (B)(6) 2020 since there was no date provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.25 x 20 synergy ii drug-eluting stent was advanced for treatment. However, during insertion, the device broke and was unable to cross the lesion. No patient complications were reported.